Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 99 months, oversensing on the ventricular channel was reported.

Manufacturer narrative:
This lead was extracted on (B)(6)2020. External damage to the lead was noticed during the explant. Upon receipt the lead was found cut 17cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. A medial part (approx. 4cm) was missing. An extraction aid was found in the lead body. The analysis showed multiple abrasion marks along the fragments. In particular in the distal area of the distal lead fragment the insulation was found rubbed through which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as the deformed rv shock coil and the above mentioned cut into the insulation 14cm distal to the df4 connector pin and the at this location exposed conductor cable leading to the svc shock coil which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
This lead was extracted on (B)(6) 2020. External damage to the lead was noticed during the explant. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.